Event description:
Customer reportedly received the following results on the guide system within 10 minutes: 47 mg/dl and 126 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.